Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the device was set to deliver 100ml in 20 minutes at rate of 300ml/hr vtbi 100. When the infusion completed it delivered 75 ml of fluid. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and found to delivered within intended range. The customer testing setup and equipment are unknown. A review of the event history log revealed an infusion of normal saline with a volume-to-be-infused of 100ml at a rate of 300 ml/hr was programmed .there were no abnormalities that could cause or contribute to the reported problem observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.